Event description:
Patient presented with a suspected lead break with high lead impedance. The lead was explanted and replaced. The explanted product has not been received by product analysis to date. No other relevant information has been received to date.